Manufacturer narrative:
Evaluation summary: the long nail kit was classified as primary product during investigation. All other returned implants are concomitant products and will be not considered in the investigation summery. No deviations were found during review of the manufacturing and inspection documents (DHR). The long nail kit returned was documented as faultless prior to distribution. During investigation no material, design or manufacturing related issues were found. The investigation revealed that lines of rest are visible on the posterior bridge; the bridge broke step by step. The lines of rest run from lateral to medial. These lines of rest indicate that the nail breakage started at the posterior bridge at the lateral side. After the posterior bridge was broken, the anterior bridge followed due to a spontaneous overload. The deep bearing points inside the nail hole on medial and the deformed material of the lag screw indicate that strong forces were applied to the nail (most likely full weight bearing). All in all the nail broke due to a fatigue fracture in combination with strong forces. The customer reported a pseudoarthrosis (non-union) of the treated subtrochanteric fracture. Non-unions are listed as adverse effects in the IFU. No discrepancies were detected during risk analysis review.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
Subject experienced increasing pain starting (B)(6) 2013. The implant proved to be broken and was surgically removed.

Event description:
Subject experienced increasing pain starting mid (B)(6) 2013. The implant proved to be broken and was surgically removed.